Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.(B)(4).

Event description:
It was reported that a cleo® 90 infusion set detached during use. The patient's blood sugars were not affected. The infusion set was changed out to resolve the issue. No patient injury was reported. See MFR: 3012307300-2016-00437.